Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Halyard has received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the third of three reports. Refer to 8030647-2017-00028 for the first patient. Refer to 8030647-2017-00029 for the second patient. It was reported that the closed suction system developed an air leak, leading to loss of alveolar recruitment of the patient. This also lead to fluid leaking out of the anti-reflux valve. Additional information received from the customer stated that the leak occurred in the blue connector portion of the device. No further information has been provided at this time.